Manufacturer narrative:
Investigation summary: bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for hub/collar separation with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub/collar separation. Bd has initiated further root cause investigation relating to the issue of hub/collar separation through corrective and preventive actions. CAPA #(B)(4).

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle the hub separated from the device. The following information was provided by the initial reporter. The customer reported hub-collar separation.